Manufacturer narrative:
The serial number of the e 801 analyzer is(B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The customer provided an example of one patient sample with discrepant troponin t results. The sample initially resulted in a troponin t value of 14 ng/l. A clinician questioned the result, so the sample was repeated. The sample was repeated on another analyzer, resulting in a value of < 6 ng/l. The repeat value was deemed correct.